Manufacturer narrative:
Other text: additional information h6 device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacture seal is missing. The internal ribbon cable connection was not correct per factory specification and the battery door required repair. During functional testing, no alarm conditions were present. The reported issue was not confirmed. The library was downloaded. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacture seal is missing. The internal ribbon cable connection was not correct per factory specification and the battery door required repair. During functional testing, no alarm conditions were present. The reported issue was not confirmed. The library was downloaded. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump had a system failure and a battery depletion issue. The infusion was stopped. There were no adverse events reported.